Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
New information was received from clinical study on 11/16/2018 that study has been unmasked. Product ID has been provided: zfr00 21.5(os)- sn: (B)(4). The following fields have been updated accordingly: brand name: tecnis synergy. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0215. Expiration date: 10/16/2022. UDI number: (B)(4). Device manufacture date: 10/16/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Brand name: unknown/not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted; give date: n/a. The lens remains implanted. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4) the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Os (left eye) implant date: (B)(6) 2018. Ou (both eyes) bcdva(best corrected distance visual acuity): 20/20. At 1 month visit, it was reported that patient had been bothered with halo, glare, starbursts and streaks of light after implanting multifocal intraocular lens (iol). Patient's current symptoms made driving at night difficult also. However, there was no patient injury and there was no intervention required at this time as the patient wanted to keep the lens. Through follow-up, patient was still bothered with halos, glare, starburst and streaks of light in the 6-month visit. Moreover, the subject still considered them debilitating. Patient's bcdva (best corrected distance visual acuity) on both eyes (ou) was 20/20-2. Reportedly, there was no plans for intervention at this time. No additional information provided. This report pertains to os.